Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(4) 2012 to the end of pump use on (B)(4) 2012 indicated that insulin delivery totals correctly reflected programmed values. Occlusion alarms due to high force were observed in the pump's alarm history, but were not duplicated during investigation. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
The lay user/patient contacted animas on (B)(6) 2012 to report high blood glucose (bg) readings while on the pump. The patient stated elevated bg readings ranging from 370 mg/dl to 550 mg/dl. The patient reported symptoms of nausea and occasional shortness of breath with high bgs. At the time of the call, the patient claimed her last normal bg (70-110 mg/dl) was on (B)(6) 2012. The patient reported treating the high bgs with injection and her bg responded accordingly. At the time of troubleshooting, the patient confirmed all pump settings were correct. The patient confirmed there were no indication that insulin was leaking. The patient denied having any issues with site or infusion set. She denied having any issues with bent cannulas or air bubbles in tubing or cartridge. Review of pump history revealed that all bolus and basal delivered added up with total daily delivery. There were not associated alarms in history. After reviewing pump with patient, animas customer support noted there was nothing to indicate a malfunction of the subject meter. Although, troubleshooting did not reveal any issues with the device, this complaint is being reported because, the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.